Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family of the patient reported that the patient had a gradual loss of therapy, and were really having a hard time with movement, walking, and their feet not working as of about 2 weeks prior to date notified. It was stated that the patient recently had an appointment with their healthcare provider (hcp) and the patient programmer (pp) was used, with them thinking the power off button may have been pressed. Stimulation was found to be off, so they turned it back on, resolving the issue. The patient's indication for implant is parkinson's dual and movement disorders.